Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion applied to the 3rd left lumbar pedicle on (B)(6) 2019. After inserting a rod, the surgeon placed the setscrew (179702000) and tried to apply torque. But the torque did not become effective, and the setscrew and the cortical fix screw (186760145) broke. The procedure was completed with replacements less than 30-minute surgical delay. The surgeon x-rayed the patient postoperatively and confirmed that no fragment had been left in the body. No further information is available. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).